Event description:
Information was received from a patient regarding an external device. The patient called to report their desktop charger connector pin had broken off. When asked for event date, patient said it broke "months ago" and they had thrown it away, not realizing they'd need to provide serials or ship the broken component back. Patient said they had been given something in the past that had "31317" listed along with the ins serial; agent reviewed the component should have been and the s/n started with "(B)(6);" patient did not have that information available. A request was sent to repair to replace the desktop charger (which was now technically 'lost.') Agent reviewed since they likely hadn't charged the implantable neurostimulator (ins) in a long time without use of the external charging devices, their ins may not charge when after they receive the replacement equipment. Agent reviewed role of reps and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: unknown); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in stating they received their replacement desktop charger (dtc) but they also need the cord to plug that into the wall outlet. A request was sent to repair to replace the ac power cord.